Event description:
During a bone puncture, at the stage of rotating movement in order to take the sample, the tip broke at about 6cm from the top. Consequently, 4cm stayed in the pt's bone. Surgery was needed to remove the part of needle from the bone.

Manufacturer narrative:
Unfortunately, there was no sample, therefore the reported issue could not be confirmed. However, possible causes for this reported incident are: removing the device stylet before having completely penetrated external bone structure: pushing device further than necessary after bone penetration during marrow acquisition stage and hitting distal bone wall. Both of these cause stress on the cannula while applying force to push in device. If user maintains the 20 degree insertion angle that the dfu recommends, there is less possibility that the needle could be bent or broken. No issues were detected when performing the DHR review.